Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)") and teeth brittle ("dental problems: teeth breaking off in my mouth when eating") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no known drug allergies. Concurrent conditions included hypertension since 2003, uterine bleeding, break through bleeding, leiomyoma nos and endocervical squamous metaplasia. Concomitant products included atorvastatin, hydrochlorothiazide, lisinopril, metformin hydrochloride (metformin ER) and nifedipine (nifedipine xl). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/would bleed when I did so had so had to stop and it was painful"), menorrhagia ("abnormal bleeding (menorrhagia)/my cycles were heavy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), teeth brittle (seriousness criterion medically significant), weight increased ("weight gain/gains 50 lbs overtime/I was gaining weight"), dyspareunia ("dyspareunia/pain during sex/and was painful"), abdominal pain upper ("stomach pain"), skin discolouration ("got darker especially in face"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("pain in the bottom of my stomach and sometime on my left side"), coital bleeding ("bleeding during sex, every time") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy) and surgery (several teeth extracted on same side all by each other). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, menorrhagia, vaginal haemorrhage, teeth brittle, dyspareunia, skin discolouration, vulvovaginal pain, abdominal pain lower, coital bleeding and abdominal distension outcome was unknown, the alopecia was resolving and the weight increased and abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, coital bleeding, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, skin discolouration, teeth brittle, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: 222 lbs. Removal procedure: normal ovaries and fallopian tubes were enlarged uterus 9 cm bilateral efflux from urethral openings upon cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound scan - on (B)(6) 2016: 2.6 cm ovarian cyst. Pelvic ultrasound report revealed: 2.1 cm possible intramural fibroid of the uterine body. 0.4 cm probable cyst of the mid uterus. Enlarged right ovary containing a 2.6 cm cyst. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Most recent follow-up information incorporated above includes: on 13-jun-2018: reporter information was provided. This case concerns 37 year old patient. Her demographic was updated. Her historical medication and concurrent conditions were added. Lab data was added. Essure insertion date was updated. Essure indication was added. Her concomitant medications were added. Following events: abnormal bleeding (general), bleeding during sex/every time; apareunia (inability to have sexual intercourse)/would bleed when I did so had so had to stop and it was painful; my cycles were heavy; abnormal bleeding (vaginal/ menorrhagia); hair loss; dental problems: teeth breaking off in my mouth when eating; weight gain; dyspareunia/pain during sex/and was painful, stomach pain; pain in the bottom of my stomach and sometime on my left side; got darker especially in face ; vaginal pain and pain in the bottom of my stomach and sometime on my left side and bloating were added. She had recovered from stomach pain and weight gain. She was recovering from the event: hair loss. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)") and tooth fracture ("dental problems: teeth breaking off in my mouth when eating") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no known drug allergies. Previously administered products included for birth control: depo provera on (B)(6) 2012. Concurrent conditions included hypertension since 2003, uterine bleeding, break through bleeding, leiomyoma nos and endocervical squamous metaplasia. Concomitant products included atorvastatin, hydrochlorothiazide, lisinopril, metformin hydrochloride (metformin ER) and nifedipine (nifedipine xl). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced alopecia ("hair loss"). In july 2014, the patient experienced depression ("psychological or psychiatric problems (condition: depression)"), anxiety ("psychological or psychiatric problems (condition: anxiety)") and fatigue ("fatigue"). In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/would bleed when I did so had so had to stop and it was painful"). In july 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("pain in the bottom of my stomach and sometime on my left side"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), tooth fracture (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)/my cycles were heavy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), weight increased ("weight gain/gains 50 lbs overtime/I was gaining weight"), dyspareunia ("dyspareunia/pain during sex/and was painful"), abdominal pain upper ("stomach pain/pain in bottom of my stomach"), skin discolouration ("got darker especially in face"), vulvovaginal pain ("vaginal pain"), coital bleeding ("bleeding during sex, every time") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy) and surgery (several teeth extracted on same side all by each other). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, tooth fracture, female sexual dysfunction, menorrhagia, vaginal haemorrhage, dyspareunia, skin discolouration, vulvovaginal pain, abdominal pain lower, coital bleeding, abdominal distension, depression, anxiety and fatigue outcome was unknown, the alopecia was resolving and the weight increased and abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, anxiety, coital bleeding, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, skin discolouration, tooth fracture, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: 222 lbs removal procedure: normal ovaries and fallopian tubes were enlarged uterus 9 cm bilateral efflux from urethral openings upon cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion ultrasound scan - on (B)(6) 2016: 2.6 cm ovarian cyst pelvic ultrasound report revealed: 2.1 cm possible intramural fibroid of the uterine body. 0.4 cm probable cyst of the mid uterus. Enlarged right ovary containing a 2.6 cm cyst. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: events: depression, anxiety, fatigue were added. Event onset date added. Historical drug added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)') and tooth fracture ('dental problems: teeth breaking off in my mouth when eating') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no known drug allergies. Previously administered products included for birth control: depo provera. Concurrent conditions included hypertension since 2003, uterine bleeding, break through bleeding, leiomyoma nos, endocervical squamous metaplasia and stress. Concomitant products included atorvastatin, bupropion hydrochloride (wellbutrin), hydrochlorothiazide, lisinopril, metformin hydrochloride (metformin ER) and nifedipine (nifedipine xl). On (B)(6)2014, the patient had essure inserted. In 2014, the patient experienced alopecia ("hair loss/hair coming out"). In (B)(6)2014, the patient experienced depression ("psychological or psychiatric problems (condition: depression)"), anxiety ("psychological or psychiatric problems (condition: anxiety)") and fatigue ("fatigue"). In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/would bleed when I did so had so had to stop and it was painful"). In (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and the first episode of abdominal pain lower ("pain in the bottom of my stomach and sometime on my left side"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), tooth fracture (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)/my cycles were heavy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia/pain during sex/and was painful"), the second episode of abdominal pain lower ("stomach pain/pain in bottom of my stomach"), skin discolouration ("got darker especially in face"), vulvovaginal pain ("vaginal pain"), coital bleeding ("bleeding during sex, every time"), abdominal distension ("bloating"), uterine enlargement ("uterus was enlarged") and ovarian mass ("fibroids ovaries was fine") and was found to have weight increased ("weight gain/gains 50 lbs overtime/I was gaining weight"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy and several teeth extracted on same side all by each other). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, tooth fracture, female sexual dysfunction, menorrhagia, vaginal haemorrhage, dyspareunia, skin discolouration, vulvovaginal pain, coital bleeding, abdominal distension, depression, anxiety, fatigue, uterine enlargement and ovarian mass outcome was unknown, the alopecia was resolving and the weight increased and the last episode of abdominal pain lower had resolved. The reporter considered abdominal distension, alopecia, anxiety, coital bleeding, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, ovarian mass, pelvic pain, skin discolouration, tooth fracture, uterine enlargement, vaginal haemorrhage, vulvovaginal pain, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: current weight: 222 lbs. Removal procedure: normal ovaries and fallopian tubes were enlarged uterus 9 cm bilateral efflux from urethral openings upon cystoscopy. Discrepancy noted as per ppf - essure insertion date --2013. In social media patient reported that "I had two different times which I went in cause one did not go in my tube so I had to co e back for then other tube so I should have had 2 but only got one cause I know they opened another box". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: results: total bilateral occlusion. Ultrasound scan - on (B)(6)2016: results: 2.6 cm ovarian cyst. Diagnostic results: pelvic ultrasound report revealed: 2.1 cm possible intramural fibroid of the uterine body. 0.4 cm probable cyst of the mid uterus. Enlarged right ovary containing a 2.6 cm cyst. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Amendment: the report was amended for the following reason: coding request received. Correction due to discrepancy between coding action item and match point coder query: pt of the event fibroids ovaries was fine changed from ovarian fibrosis to ovarian mass. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)') and tooth fracture ('dental problems: teeth breaking off in my mouth when eating') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no known drug allergies. Previously administered products included for birth control: depo provera. Concurrent conditions included hypertension since 2003, uterine bleeding, break through bleeding, leiomyoma nos, endocervical squamous metaplasia and stress. Concomitant products included atorvastatin, hydrochlorothiazide, lisinopril, metformin hydrochloride (metformin ER) and nifedipine (nifedipine xl). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced alopecia ("hair loss/hair coming out"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems (condition: depression)"), anxiety ("psychological or psychiatric problems (condition: anxiety)") and fatigue ("fatigue"). In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/wouldbleed when I did so had so had to stop and it was painful"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and the first episode of abdominal pain lower ("pain in the bottom of my stomach and sometime on my left side"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), tooth fracture (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)/my cycles were heavy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia/pain during sex/and was painful"), the second episode of abdominal pain lower ("stomach pain/pain in bottom of my stomach"), skin discolouration ("got darker especially in face"), vulvovaginal pain ("vaginal pain"), coital bleeding ("bleeding during sex, everytime"), abdominal distension ("bloating"), uterine enlargement ("uterus was enlarged") and ovarian fibrosis ("fibroids ovaries was fine") and was found to have weight increased ("weight gain/gains 50 lbs overtime/I was gaining weight"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy and several teeth extracted on same side all by each other). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, tooth fracture, female sexual dysfunction, menorrhagia, vaginal haemorrhage, dyspareunia, skin discolouration, vulvovaginal pain, coital bleeding, abdominal distension, depression, anxiety, fatigue, uterine enlargement and ovarian fibrosis outcome was unknown, the alopecia was resolving and the weight increased and the last episode of abdominal pain lower had resolved. The reporter considered abdominal distension, alopecia, anxiety, coital bleeding, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, ovarian fibrosis, pelvic pain, skin discolouration, tooth fracture, uterine enlargement, vaginal haemorrhage, vulvovaginal pain, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: current weight: 222 lbs removal procedure: normal ovaries and fallopian tubes were enlarged uterus 9 cm bilateral efflux from urethral openings upon cystoscopy. Discrepancy noted as per ppf - essure insertion date --2013. In social media patient reported that "I had two different times which I went in cause one did not go in my tube so I had to co e back for then other tube so I should have had 2 but only got one cause I know they opened another box". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Ultrasound scan - on (B)(6) 2016: results: 2.6 cm ovarian cyst. Diagnostic results: pelvic ultrasound report revealed: 2.1 cm possible intramural fibroid of the uterine body. 0.4 cm probable cyst of the mid uterus. Enlarged right ovary containing a 2.6 cm cyst. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Most recent follow-up information incorporated above includes: on 9-sep-2019: social media case received - new events uterus was enlarged and fibroids ovaries was fine was added. New reporter was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery to remove the essure implant on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.